Event description:
As the lens was being implanted into the eye, the haptic broke in the delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.